Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: do you have the product code of the device that the 6r45b reload was used in (ats45, long45, etc.)?

Event description:
It was reported that during an unknown procedure, the first reload didn't fire properly. It half stapled and cut. They took the reload out and put a new reload in and the gun/reload worked fine. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: do you have the product code of the device that the 6r45b reload was used in (ats45, long45, etc.)? She can't remember what code it was.